Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope was cloudy when used for ankle arthroscopy. Surgeon was unable to fulfill procedure plan due to poor vision. Cloudiness not visible to the eye. There was no other scope available for completion of procedure.